Event description:
Physician had difficulty passing the marksman microcatheter (manufactured by ev 3) across a section of the internal carotid artery (ica) where there was a large aneurysm. Physician had the neuron 053 (manufactured by penumbra) in the horizontal ica. When the neuron 053 would not track distally into the aneurysm, he switched out for a merci dac 057, 115cm. The dac 057 tracked nicely up to and into the aneurysm, but on its approach, it caught on the vessel just proximal to the aneurysm. While pushing the dac through, a small tear occurred in the ica. He repaired the tear using a balloon and then continued the procedure. The patient did not seem adversely affected following the procedure. There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the patient outcome, there are other factors independent of the subject device (e.g., patient factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome.